Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an explant procedure. All explanted device components were not released by the facility and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred couples of years ago from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 5012794/5019666.